Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified mid left anterior descending artery. When optical coherence tomography (oct) was being performed, there was a leak in the bleedback valve of the co-pilot when the pressure of the power injector reached 400 psi. The co-pilot was replaced with a new one to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.